Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a male patient (age unknown), the device was unable to obtain an ECG signal. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction could not be duplicated.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The clinical data and associated electrode pads were not available for evaluation as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.